Event description:
Two days after an atrial fibrillation procedure with a Volt PFA catheter it was noted that the patient had hiccups. The patient sought medical evaluation for episodes of hiccups and were prescribed pharmacological treatment. The physician suspected phrenic nerve irritation which commonly causes hiccups during cryo and RF procedure. A chest X-ray was performed which showed no evidence of phrenic nerve paralysis and ruling out phrenic nerve palsy. The patient experiences no other complication and there were no adverse patient health outcomes. The hiccups resolved after pharmacological treatment. There are no alleged performance issues on any Abbott device. Based on the event information received, the physician did not perform pacing with the catheter to assess for phrenic nerve capture and subsequently therapy was not delivered with low voltage in areas with phrenic nerve capture, which is not aligned with the Volt catheter instructions for use.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary DI number is provided (D4), but full UDI information is not available.